Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient had diffuse lamellar keratitis (dlk) in both eyes on superior flap day one. The patient was started on a topical steroid drop. Dlk was noted to have increased when seen on day three so steroid dosage amount was increased and patient was switched to a different topical steroid. The patient noted vision was hazy which is worse in the left eye than the right eye. The patient is frustrated but realizes that the doctor is doing everything to help out. Four days post-operatively, a topical antibiotic drop was prescribed. Right eye was noted to be resolving while the left eye was noted to be worsening. The patient is set up to see the surgeon about a possibly lift and irrigation to be done. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company's acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to treatment date. The root cause could not be identified or determined conclusively. The manufacturer internal reference number is: (B)(4).